Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had multiple issues. A field service engineer had replaced the retractable band and noted that the interface printed circuit board and controller printed circuit board were still in place. However, the device required a replacement for the row board in main 3.1, specifically row c, which was experiencing maintenance issues. The field service engineer planned to return with the necessary parts. A functional test was performed, during which smart remote manager and main 3.1 c 3 errors were identified. The field service engineer reseated the components and recovered the storage space, which resolved the issue. To test the repair, a functional test and diagnostics were run, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, lc.24s 3.1 and lc.24s 5.1 drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.